Event description:
It was reported that 199 days after implantation of a 3.0x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal 1st diagonal artery (d1). A pre-intervention stenosis was not reported. The lesion was pre-dilated with a 2.0x8mm maverick balloon. A 3.0x12mm taxus stent was deployed at 18 atm in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis was not reported. The patient received heparin and plavix during the procedure. The patient tolerated the procedure well. Complications were reported as "none." The patient presented 199 days after the initial procedure with recurrent angina. Coronary angiography revealed a 100%in-stent restenosis in the 1st diagonal artery. "No re-intervention was performed." The patient was managed medically. Prior to angiography, the patient was premedicated with aspirin, plavix, benadryl, prednisone, and zantac. During angiography the patient received intracoronary nitroglycerin. The patient "tolerated the procedure well and there were no apparent complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8161025 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.